Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized with a high blood glucose of 600 mg/dl. The date of the hospitalization was unknown. The caller reported the customer had been experiencing high blood glucose for a while and the last set change was three weeks prior. The customer's current blood glucose was 200 mg/dl. The caller was not experiencing any symptoms of high blood glucose. The caller was disconnected from the call before troubleshooting was completed. The insulin pump will not be returned for analysis.